Event description:
It was reported that the patient had an artificial urinary sphincter tandem cuff implanted due to unknown reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.